Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mobile power unit was confirmed via the submitted log file. The submitted log file contained data spanning approximately 25 days (08jan2021 ¿ 02feb2021 per the timestamp). The log file captured a no external power alarm on 23jan2021 at 02:40:23 and 05:03:30 due to power being interrupted when connected to the mobile power unit. The system controller backup battery supplied power to the system during the loss of external power. The alarm resolved when external power was restored. There were no other notable alarms active in the log file. The mobile power unit, serial number (B)(6), was not returned for analysis. Provided information indicated that the patient's dog ran across the power cable of the mpu and unplugged it from the wall causing loss of ac power. The mpu is operational currently, it has a v-lock connector, there were no environmental circumstances that could have affected a/c power at the time of the reported event. The root cause of the reported event was determined to be an accidental disconnect of a/c power at the wall outlet. The device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications. Mpu-36772 was shipped to the customer on 14feb2020. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, backup battery fault conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No equipment was returned. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the log file captured a no external power event while the device was connected to the mobile power unit (mpu) on (B)(6) 2021 causing the device to be powered by the system controller backup battery. The patient reported that this was due to their dog running across the power cable and unplugging it from the wall. The event resolved quickly following reconnection to power. The mpu has a v-lock connector and remains in use.